Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. And inflammation/irritation. The event of lymphadenopathy was discovered, during reoperation.

Event description:
Patient representative reported, "patient suffered anxiety for the risk of developing cancer. During medical checks, due to pain in breast, a hardening. And also several breast inflammations and capsular contracture, baker grade unknown on both sides were found out. It is a typical symptom of bia-alcl. And patient's anxiety increased. For this reason they are in psychological treatment for these problems. Patient has to remove implants, and during the operation, also an enlarged lymph node was noticed". Device has been explanted and replaced. This record relates to an unknown side.